Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The submitted patient result data showed the eosinophil (eos) count was highly abnormal at 34%. In this case, the neutrophil (neu) result was low because the neu were being misclassified as eos. Both initial and repeat runs for this one patient sample generated suspect flagged results which require verification, such as a manual slide review, before reporting out results, as stated in the cell-dyn sapphire system operator's manual. The neutrophils results were low because they were being misclassified as eos. Results should not have been reported until manual review was completed; therefore, this is a use error. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely depressed neutrophil results on the cell-dyn sapphire analyzer. No specific results were provided. The patient received unnecessary g-csf treatment (granulocyte colony stimulating factor protein injection). The customer states verbally that the patient is fine, but is unable to provide any further information.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.